Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 539 mg/dl. The customer's father stated that will treat with insulin pump when gets the correction amount per healthcare provider instruction. The father's customer stated no further assistance needed as question answered.